Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "vent failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to the autocal valve on the smart pneumatic module. Analysis of reports of this type has not identified an increase in trend.